Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the onetouch ultra2 meter read inaccurately high. The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The patient reported a reading of 101 mg/dl sometime a week before calling lifescan, which he thought was inaccurately high. He reported that he took what he described as a normal dose of insulin for him based on a sliding scale, which was 10 units of regular insulin and 30 units of humalog insulin. The patient regularly administers insulin based on a sliding scale although he did not give details of the sliding scale. He said he became dizzy and was "dropped to the ground". He said his mother called the fire department and when they arrived they gave him IV glucose to treat the symptoms. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. This complaint is being reported because the patient alleged the meter read inaccurately high, took insulin based on the result, and suffered symptoms indicative of hypoglycemia necessitating treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.